Event description:
A malfunction alarm occurred where the customer was unable to receive insulin, leading to the customer¿s blood glucose level being measured as ¿high.¿ the customer managed the high blood glucose level by administering a correction injection via multiple daily injections (mdi). There was no injury reported, though trace ketones were present. Customer incidentally reset the pump as the battery died due to the malfunction; upon charging, the pump rebooted and cleared the malfunction code. Reportedly, the customer continued to use the pump for insulin therapy.